Event description:
A customer feedback was submitted to the philips customer feedback management system in which the customer alleged that the lv systolic function was being overestimated on their qlab quantification system. No pt has been harmed as a result of this problem.

Manufacturer narrative:
(B)(4). An eval of the problem is currently being performed. A follow up will be submitted with the result of the eval.